Event description:
A crack was noted on the intraocular lens (iol) following insertion. Enlargement of the incision was required to accomodate removal and replacement. Additional information has been requested.